Manufacturer narrative:
H6: additional information suggest that d16 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that cuff was blocked and could not be deflated when the neuro-monitoring endotracheal tube was used. The blockage of the cuff may cause complete or partial obstruction of the airway, affecting normal breathing and causing carbon dioxide retention, resulting in damage to the patient's body functions and delayed treatment. It was immediately replaced with a new neuro-monitoring endotracheal tube. Additional information states that tube intubated into the patient and extubated due to deflation issue and reintubation with a new tube was performed, the cuff and tube checked prior to use and airtightness was good, 5ml syringe was used to inflate the cuff, 5ml of air was used to inflate the cuff, nitrous oxide was never used as an anesthetic, after the initial intubation, a bite block was used to secure the device and protect the endotracheal tube, the cuff pressure gauge was not used to monitor the cuff, but the cuff pressure was compared and was roughly equivalent to the hardness of the nasal tip, during the event, airway pressure was reduced, airway leak was significant, and tidal volumes could not be achieved, because the patient's catheter was dislocated, the cuff could not be deflated, resulting in the inability to adjust the catheter depth and the inability to achieve tidal volume. There was an obvious sound of air leakage in the throat, direct laryngoscopy was performed and revealed that the catheter was dislodged and the cuff was partially visible in the mouth, but the cuff could not be deflated, the patient had no anatomical abnormalities and no difficulty with intubation, there was no evidence of airway tubing kinking or obstruction, because part of the catheter was still in the trachea, although there was air leakage, the patient did not experience symptoms such as hypoxia or arrhythmia, due to this issue patient did not become unable to ventilate. The cuff could not be deflated by negative pressure extraction with a syringe, so the connecting catheter of the cuff was directly cut off, and the cuff was deflated by squeezing the cuff by the tissue during the removal process. After removal, a new catheter was used for reintubation.